Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. He stated that he just received his insulin pump about 2 weeks prior and it would not rewind this morning. Customer's blood glucose was unknown. While verifying the customer¿s profile, he said that his insulin pump started working again, but that now the display was frozen. He declined troubleshooting and stated that he will monitor it. Customer will call back if there are any further issues. Insulin pump will not be returning for analysis.